Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no samples (including photos) were returned for the reported issue of ¿rusting stylet in venflon I 22g prior to loading the medication¿ with lot number 1132088 regarding item # 391591, so retention samples were used for the investigation. The DHR of material number 391591 and lot number 1132088 were checked and there were no quality notifications raised on this lot. The 10 retention samples of 1132088 were checked for rusting stylet in venflon I 22g. No retention sample showed any rusting stylet in venflon I 22g. The defect could not be confirmed. For confirmation of the defect an original sample or photograph will be required. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the complaint could not be confirmed, and the root cause is undetermined. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that venflon I 22ga 0.8 mm x 25mm had foreign matter. This occurred on 50 occasions. The following information was provided by the initial reporter: the nursing staff of duty was stunned by seeing the rusting stylet in venflon i22g prior to loading the medication in emergency department.